Event description:
The customer reported the system failed to produce xrays. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rep recommended the image intensifier be replaced. The customer refused service and will call when ready.